Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minimum fill notification occurred after filling a cartridge with around 210 units of insulin. The customer¿s blood glucose level was 155 mg/dl. Reportedly, the customer added insulin to the cartridge and re-loaded it. Additionally, the insulin gauge was inaccurate. Customer re-loaded the same cartridge and received an accurate fill estimate.